Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer was told by her healthcare provider to lower her basal rates. Her blood glucose level was 49 mg/dl. She treated her low blood glucose level with glucose tablets. The device was not returned.